Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/013/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/22/2016 with the following findings: aa review of the pump¿s black box revealed unexplained pump reboots. The battery compartment was found to be cracked above and below the bumper pad. The returned battery cap had stripped threads and was unable to be fully attached to the pump. The reboots were duplicated with the returned battery cap. A new test cap was able to carefully attached to the pump and was used to complete a 24 hour duration test. No power interruptions were duplicated during this time. The pump cover was removed and there was no evidence of internal moisture or damage to the power circuit found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).